Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported issues with the adc device. A customer reported that after adc device insertion, she noted that there was an "inch-long, needle-like projectile" (applicator needle) stuck in sensor. The customer had contact with her healthcare provider and was provided tetanus shot as a precautionary measure. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The serial number of the freestyle libre sensor associated with this complaint is unknown. During investigation of the track and trend review related to sensor insertion issues in (B)(6) 2021, a failure mode was identified for a specific population of sensors. As the serial number of the sensor associated with this complaint is unknown, abbott diabetes care is unable to determine if this particular sensor was impacted by the observed manufacturing issue. Outside of the known manufacturing issue the available tripped trend reports for libre sensor and insertion-6 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported issues with the adc device. A customer reported that after adc device insertion, she noted that there was an "inch-long, needle-like projectile" (applicator needle) stuck in sensor. The customer had contact with her healthcare provider and was provided tetanus shot as a precautionary measure. There was no report of death or permanent impairment associated with this event.